Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was getting an alert 52 (extended period of cold water) on the arctic sun device. The patient temperature was 39.1c, target temperature was 37c, water temperature was 5.4c and flow rate was 2.7lpm. It was noted that the weight of patient was 115kg with what looks to be four universal pads where the set should be. Nurse stated that the patient temperature was 37-38c earlier; only using an esophageal probe right now. Mis had nurse to confirm it appeared to still be in place. Patient did not have a temperature sensing foley in place, but they could place a rectal to confirm patient temperature was accurate. Nurse provided patient temperature was accurate and should try to locate a set of large pads and use a universal over the abdomen or place what they had so that there was adequate coverage and nurse noted that they even look way too small for this patient. Be sure to carefully assess the skin when she changes the pads. Mis discussed possible sources of heat generation. Infection was suspected with this patient and nurse did not elaborate beyond this. No shivering or micro shivering noted with this patient.

Manufacturer narrative:
The reported event is confirmed use related issue as per the reported event and IFU. The root cause of this failure is "use of incomplete set". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review could not be performed as the event is use related. The instructions for use were found adequate and state the following: ¿contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Cautions: due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Directions for use: select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse was getting an alert 52 (extended period of cold water) on the arctic sun device. The patient temperature was 39.1c, target temperature was 37c, water temperature was 5.4c and flow rate was 2.7lpm. It was noted that the weight of patient was 115kg with what looks to be four universal pads where the set should be. Nurse stated that the patient temperature was 37-38c earlier; only using an esophageal probe right now. Mis had nurse to confirm it appeared to still be in place. Patient did not have a temperature sensing foley in place, but they could place a rectal to confirm patient temperature was accurate. Nurse provided patient temperature was accurate and should try to locate a set of large pads and use a universal over the abdomen or place what they had so that there was adequate coverage and nurse noted that they even look way too small for this patient. Be sure to carefully assess the skin when she changes the pads. Mis discussed possible sources of heat generation. Infection was suspected with this patient and nurse did not elaborate beyond this. No shivering or micro shivering noted with this patient.